Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right peroneal artery. After a 4.5f non-boston scientific (bsc) sheath was inserted into the femoral artery, non bsc guidewire was advanced through an ipsilateral antegrade and crossed the lesion. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. The device had difficulty crossing but was able to cross the lesion. The pressure was tried to increase when an inflation was tried to perform on the lesion, but the pressure of the balloon did not increase. During first inflation at 1 atmosphere, the balloon ruptured at the middle part. The device was removed and replaced with a 2.0mm4cm coyote mr balloon catheter. The procedure was completed with a good inflation. There were no patient complications reported. The patient condition was good.